Event description:
The dr performed a bladder neck incision with the bare tip fiber product without incidence. The dr began the procedure with power setting of 10w. He increased to 15w to enhance tissue ablation. A final increase to 20w resulted in an error code 205, laser needs recalibration. The machine was reset and treatment attempted again. After 20 seconds error code 201 registered, laser needs recalibration. Machine reset and final treatment performed resulting in error code 204, laser needs recalibration. Treatment finished and the laser was returned for calibration. Reported to control purposes per request from indigo quaility systems.